Event description:
It was reported that during a paraesophageal hernia repair the device locked out and couldn't open. Surgeon used reverse button and squeezed firing trigger and device wouldn't unlock. Opened a new device and case was completed successfully with about 5-minute delay. No adverse event to patient. No patient details provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the device difficult to fire, but fired with a complete cut line and staple line with the staples in the proper b form shape? The device was not fired. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Before the first firing. What colour cartridge was being used? Green. What other colour cartridges were used before and after this event? Afterwards with another echelon stapler - green. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? Not noticed. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. - device locked out and wouldn't reverse to unlock. Was there any difficulty removing the device from the tissue? Device was not placed on tissue.

Manufacturer narrative:
(B)(4). The device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.